Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "leaking conntecta and the gap for injections draws air and liquid is also injected under pressure. Many complaint this week about the same experience". 10 occurrences were reported, but the time/date and patient information are unknown.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8288799; medical device expiration date: 2021-09-30; device manufacture date: 2018-11-15; medical device lot #: 8248613; medical device expiration date: 2021-08-31; device manufacture date: 2018-10-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "leaking conntecta and the gap for injections draws air and liquid is also injected under pressure. Many complaints this week about the same experience". 10 occurrences were reported, but the time/date and patient information are unknown.